Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had bad pressure sensor and would not turn on. There was no patient involvement.

Event description:
It was reported that the device had bad pressure sensor and would not turn on. There was no patient involvement.

Manufacturer narrative:
Manufacturer narrative: this device was evaluated and repaired through the service repair process. Upon inspection, it was noted that the device had an upper and lower pressure sensor failure that needed replacement. Based on the findings, it was determined that the probable cause of the reported issue was due to electrical failure in pressure sensor. Furthermore, it was also noted that the device had a serial number a mis-match, between the internally programmed serial number and the externally applied serial number labeling. It was confirmed that the external label was not a bd label, the customer applied their own label on the device with incorrect serial number.

Manufacturer narrative:
Additional information : device available for eval, returned to manufacturer on, device return to manuf, device eval by manufacturer, imdrf a,g,b,c,d grids. Omit : b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available.

Event description:
It was reported that the device had bad pressure sensor and would not turn on. There was no patient involvement.